Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of intestinal perforation ('perforation: other/ bowel perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ganglion cyst, gastric bypass, mitral valve prolapse, cholecystectomy, tonsillectomy, wheezing, asthma, esophageal reflux, dysphasia, sinusitis and adhd. Previously administered products included for an unreported indication: mirena. Concurrent conditions included morbid obesity, vulvovaginitis nos, pharyngitis, low back pain, bronchitis, abdominal pain, gallbladder disease, cholelithiasis, cholecystitis, dysphagia, menses irregular and nausea. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). In (B)(6)2010, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2011, the patient experienced intestinal perforation (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and bladder disorder ("bladder problems.") And underwent cholecystectomy ("gall bladder removal"). The patient was treated with surgery (gall bladder removal). Essure treatment was not changed. At the time of the report, the intestinal perforation, pelvic pain, abdominal pain, dysmenorrhoea, vaginal haemorrhage, menorrhagia, cholecystectomy, bladder disorder, dyspareunia, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cholecystectomy, dysmenorrhoea, dyspareunia, intestinal perforation, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for perforatio, bladder probls., pelvic pain, abdominal pain, dyspareunia, weight gain, menorrhagia, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): endoscopy - on (B)(6)2016: impressions: normal esophagus z line, 38 cm from the incisors no gross lesions in the stomach, biopsied. Imaging procedure - on (B)(6)2010: essure confirmation test-not provided.. Ultrasound abdomen - on (B)(6)2013: impression: 1. Multiple small gallstones are noted within gallbladder. No thickening of the gallbladder walls. 2. Normal csd.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record- abdominal pain, menorrhagia, dysmenorrhea, fibroids, dyspareunia. Most recent follow-up information incorporated above includes: on 14-jan-2020: pfs and mr received. Reporter information updated. Preciously reported event perforation: other is updated to perforation: other/ bowel perforation. New events: dysmenorrhea (cramping), abnormal bleeding (vaginal) were added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and cholecystectomy ('gall bladder removal') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), bladder disorder ("bladder probls."), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"), underwent cholecystectomy (seriousness criterion medically significant) and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (gall bladder removal). Essure treatment was not changed. At the time of the report, the perforation, cholecystectomy, bladder disorder, pelvic pain, abdominal pain, dyspareunia, menorrhagia, weight increased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cholecystectomy, dyspareunia, menorrhagia, pelvic pain, perforation, uterine leiomyoma and weight increased to be related to essure. The reporter commented: received treatment for perforatio, bladder probls., pelvic pain, abdominal pain, dyspareunia, weight gain, menorrhagia, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test-not provided. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. New events added: perforation, bladder problems., gall bladder removal, pelvic pain, abdominal pain, dyspareunia, weight gain, menorrhagia, fibroids. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.